Event description:
Patient was revised to address leg length discrepancy. The cup was also reported to be possibly loose.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. A review of provided patient records and x-rays did not determine a root cause for the report. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address leg length discrepancy. The cup was also reported to be possibly loose. **update** received patient x-rays and revision surgery op notes. **update** - (B)(4) 2012 - litigation papers allege patient suffered severe pain and has toxic levels of cobalt and chromium in her body. Femoral head made reportable and metal liner added to complaint. **update: (B)(4) 2013 - litigation papers received. Litigation alleges discomfort and inflammation. There is no additional information that would affect the outcome of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of cup and infection.